Event description:
It was reported the device was not recognizing the cassette. No patient injury was reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing duplicated the reported issue. The pump began to alarm "cassette not attached properly" when a cassette was attached. The investigation determined that a non-functioning downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.